Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as 1/1/22. Investigation summary: photos along with the device was returned for evaluation. This is an analysis for the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code: gst60g, lot #: t40g16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a b12lt device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-04-30. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. The photo shows also a green reload inside of the package with the staple retainer placed and belong to a 60+. Based on the photos reviewed, the counterfeit product is confirmed. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that twelve gst60g reloads were returned inside its unopened package. The package was visually inspected, the lot number was reviewed, and it belongs to a b12lt device. Also, the expiration date printed on the tyvek does not match the expiration date recorded on the quality tracking system of 2024-04-30. Twelve reloads from batches t5c40g (5 reloads) and t5c41g (7 reloads) were reviewed. Upon further investigation, we found that these batch numbers pertain to a component that is not a reload batch. The artwork printed on the tyveks was reviewed and compared with our system and printings, and did not match the artwork print based on several inconsistencies noted. The received complaint sample is confirmed as counterfeit product.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.